Event description:
The reporter stated that they received an urgent medical device correction letter from their pharmacy regarding the true metrix air blood glucose meter kit. No device malfunction, patient injury, adverse event, or medical intervention was reported during the call. No additional information is available at this time.